Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was found on the side of the road unconscious and taken by emts to the hospital. The customer treated his diabetes based on a sensor glucose of 250 mg/dl, but when he checked his fingerstick reading it was 100 mg/dl. The customer pulled over the car and passed out for three hours before someone found him. The customer was treated at the hospital. Troubleshooting was declined for the low blood glucose. The customer's current blood glucose was 457 mg/dl due to the hospital treatment. No products were returned or replaced.